Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues.the following information was provided by the initial reporter: reporting an incident with, item 2420-0007, set admin 25ml l117in 20 drop pump module 2 piece male luerlock y site port smartsite needle free valve alaris.product/item number: 2420-0007.lot number: 26045669.I hooked a patient up to an infusion on a pump. Immediately after screwing into the patient's IV, I began having blood backing up and leaking from the proximal end of the male connector. (Above where the actual connection was). I flushed the line, disconnected, reconnected with the same issue. I ended up changing the pump tubing with resolution of the issue.additional information received from the customer:what was the medication/fluid in use at the time of the event? Normal saline solution (0.9% nacl)describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. No injury or complication occurred, other than needing to replace the tubing.

Manufacturer narrative:
Device evaluation:no product or photo was returned by the customer. The customer complaint of flow issues - back flow and leakage could not be verified due to the product not being returned for failure investigation.a device history record review for material# 2420-0007 and lot# 26045669 was performed. The search showed that a total of 86,401 units in 1 lot number was built on 21apr2026 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set.due to no sample being received, an investigation could not be performed, and a root cause could not be determined.this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.